Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a revision surgery, during which the lead was explanted and replaced. No adverse patient effects were reported. This rv lead has not been received for analysis.